Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. When treatment was completed, and the cassette was being removed from the cycler there was fluid found in the pump module are of the cycler and on the external part of the cassette. There had been a draining slowly notice during an unknown phase of treatment. In a follow up, the patient verified the fluid leak event and said there was no harm, intervention or adverse event associated with the fluid leak. The patient did get a new cycler and has been using it with no further issues. The cycler is available to return.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. When treatment was completed, and the cassette was being removed from the cycler there was fluid found in the pump module are of the cycler and on the external part of the cassette. There had been a draining slowly notice during an unknown phase of treatment. In a follow up, the patient verified the fluid leak event and said there was no harm, intervention or adverse event associated with the fluid leak. The patient did get a new cycler and has been using it with no further issues. The cycler is available to return.